Event description:
Atrium c-qur mesh implanted in me for obturator hernia repair. Back to ER 6 hours after discharge for pain (B)(6) in area of mesh implantation near bladder. Never recovered from initial surgery, constant burning severe pain despite pain med. Md felt I was having a reaction or rejection to the mesh; back to operating room (B)(6) 2011; surgeon said abd and pelvic area looked "like a bomb went off" and area very red and irritated "like a 3rd degree burn." Mesh removed -what he was able to (told my husband some strands were not able to be removed) also appendix was involved with mesh which was floating freely/not attached per surgeon and appendix had to be removed. Operating room (B)(6), (B)(6) 2011 for lysis of adhesions and cholecystectomy. Am now left w/chronic lower abd/pelvic pain which is not relieved with medication; also tried nerve blocks x3 and acupuncture with no significant change in pain. Now unemployed due to being out of work too long (most of 2011) and am too weak/deconditioned to stand for any length of time; sitting exacerbates pain (previous job required sitting at a computer). Medtronic epidural nerve stimulator has been proposed; however, at this pont, I am hesitant to undergo yet another invasive procedure which may or may not help. If I had known the surgery would result in my rejection/reaction to this mesh, which has changed my life in many negative ways, I would never had undergone it and would advise anyone considering hernia repair to look into the type of mesh that will be used. Definitely don't use c-qur mesh coated with omega-3 fish oil. I had a bilateral inguinal hernia repair in 2008 with no complications; a different mesh was used at that time. Now I have both inguinal hernias as well as the obturator hernias held together with sutures only, so am at increased risk of recurrence and limits the amount of weight I can safely lift (that is if I was strong enough to lift any weight). I had a total of 7 impatient stays and 3 ER visits related to this pain this year. At one pont was down to (B)(6) on tpn.